Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer did not encounter the malfunction again after receiving information from technical support, who assisted in resetting the pump. Customer was informed to continue using the pump and to reach out if the malfunction recurs, which they acknowledged and understood.